Event description:
Information received that the bed head up was not working with buttons or manually. No injury reported.

Manufacturer narrative:
Bed located in bedshop. Technician found head up was not working with buttons or manually. Cause: head up and CPR valve was stuck. Replaced the valves to resolve this issue.